Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a rf3000 radiofrequency generator was used during a hepatic radiofrequency ablation (rfa) procedure. According to the complainant, the procedure was completed without any issues. However, when the pads were removed there were type I burns on the patient¿s thighs in the shape of the pads. It was reported that no treatment was performed.

Manufacturer narrative:
Investigation results: the device was returned to the bsc (B)(4) technical service center. The generator was subjected to functional testing, including a display check, an error display check and an output accuracy check; no issues were found. Electrical safety testing included leak electric current measurements, grounding resistance measurements, input electric current measurements, and a drop test. The device was within specifications. The complaint could not be confirmed; the device could not be functionally evaluated with respect to pad burns while in use. According to the dfu, pad burns are a known inherent risk of the procedure: the risk of burns can be reduced, but not eliminated completely. Therefore, the most probable root cause of this event is anticipated procedural complication. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.